Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number 3006705815-2022-00377. It was reported that patient wanted to have a MRI however there was high impedance issue on the lead. Patient did not lose therapy. The leads were explanted, and new leads were implanted. There were no complications during the procedure. Patient was stable. It is unknown which lead was explanted therefore both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.